Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia outside of an isolated episode. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.